Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a procedure, the needle was damaged when the surgeon was passing the suture through the meniscus. The surgeon took it out of my body and the cutting edge did not come out of the scorpion. No fragments remained in the joints, but in the hollow of the scorpion body. The case was completed by using a new ar-12990n. No patient harm.